Event description:
It was reported that the amplitude dropped from 3.2 to 2.4 ¿on it's own.¿ it was noted that this occurred the two weeks prior to the date of this report. The patient checked on the date of this report and noticed the 2.4. The patient then increased to 2.5. The patient planned to monitor for changes in amplitude. The patient may contact the manufacturing representative for possible reprogramming. It was noted the battery icon on the top row of the patient programmer was ¿halfway gone.¿ additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# va04m45, implanted: (B)(6) 2013, product type lead. (B)(4).